Event description:
It was reported that a user sought assistance connecting a libre 3+ sensor to the ilet system and experienced intermittent communication between the devices, resulting in delayed glucose readings until connectivity was established. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure, with relevance to the electrical and magnetic componentry and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.